Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (dso) seal was worn out. Functional testing was able to duplicate the reported problem. It was determined that the inoperable dso sensor was the root cause. The dso sensor and seal were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette was not attached which was found before infusion. There was no patient involvement. Device evaluation revealed an inoperable downstream occlusion (dso) sensor and worn out dso seal.